Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected and it was noted that the door of the device was cracked at one of the screws. The most likely cause for this failure can be attributed to misuse/mishandling due to the damage to the device. The returned device was assembled with an ar-6410 lot# 73988853 main pump tubing and was tested and evaluated under normal use conditions to see if the reported issue could be reproduced. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 35 minutes with no issues. Functional testing was not able to replicate the error message "door open" and no problem was identified. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. Refer to investigation photos.

Event description:
It was reported that the tubing latch opens during use and the error message "door open" appears and the flow stops. There was no harm for patient, operator or third party reported. No further information received. *** update dw 16-may-2024: further information were provided that the reported issue occurred during an arthroscopic surgery. The customer closed the door and restarted the pump to finished the surgery successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.